Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02747. It was reported that the stimulation was reducing on its own. Diagnostics revealed the right occipital lead displayed invalid impedances. Also, the lead was fractured. As a result, surgical intervention was undertaken wherein the was explanted and replaced. Therapy was restored. It is unknown which lead was liable for the issue, hence both the leads are made reportable.